Event description:
Info was provided that the tip of the introducer was lost in the artery. It was difficult to retrieve and as a result, the device broke on several parts of it. The pt did not require add'l procedures due to this occurrence as vascular surgery was performed onto the sfa. Retrieval of a part of the introducer in the sfa. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4). Separation is addressed in the IFU. The sheath was returned in a used and severely damaged condition: the sheath separated into 5 segments with uncoiled wire in between each except for the last segment, which was not returned, where the coiled had completely separated. The middle segment exhibits severe elongation, while the other segments exhibit no elongation, as if having been cut. A proximally located segment exhibits crushed portions and a torn hole where the coil is exposed, but no separation occurred. The distal section of separated coil is not only unraveled, but is also stretched and elongated to the point of being nearly straight wire. Per quality control specification, there is 100% inspection, insuring correct inside and outside diameter of tubing and insuring the material is free from surface defects, bumps, bulges and protruding coils. It is also confirmed the surfaces of sheath and dilators are free of excessive dents, bumps or scratches. In addition, an IFU is provided that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." While two inspections confirm the integrity of the sheath prior to shipping, the device may have separated due to adverse contact with calcified lesion(s) or another device and was subjected to tensile forces beyond its design strength, which meets the requirements of iso 11070. This complaint is relevant to a corrective action/preventative action, which was previously issue based on prior similar complaints, and implemented after the mfg date of this device. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events.